Event description:
According to the reporter, at 13:00 on the event day, during the operation of the patient on the machine, bubbles were found when the arterial end of the central venous catheter was withdrawn. It was determined that the bubbles entered due to the rupture of the red (arterial) port. It was also stated that it had a leak at the luer adapter. Bubbles generated by the rupture of the arterial port may cause air to enter the blood vessels, causing air embolism, which seriously threatens the life safety of patients. At the same time, the appearance of bubbles may affect the normal infusion of drugs and fluids, delay the treatment process, bring additional risks and discomfort to patients, and increase the psychological burden of patients. The catheter was not repaired. There was no instrument used to loosen or tighten the device and tego was not utilized. The insertion site was not treated prior to product placement. The broken central venous catheter was replaced with a new one. There were no patient symptoms or complications associated with the event. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.